Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial(B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2018 product type catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 25-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving clonidine (955 mcg/ml at 261.5 mcg/day), bupivacaine (14.1 mg/ml at 3.86 mg/day), dilaudid (3.5 mg/ml at 0.958 mg/day), and morphine (12.9 mg/ml at 3.532 mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that they were doing a revision on (B)(6) 2018 because the healthcare provider (hcp) felt the catheter "slipped down or something like that" due to patient possibly experiencing a fall. They planned to put a new catheter in back at the appropriate vertebral level. The event was said to have happened "around (B)(6)," in 2017. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic neuromodulation no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient reported this event to the rep on the day of the revision. Patient's weight was unknown. The catheter was still "indwelling" however, non-functional as a new catheter system had been placed. A new catheter was threaded to c5 and the patient was to follow up with the healthcare professional. No further complications were reported.